Manufacturer narrative:
Tandem¿s t:slim pump user guide indicates: ¿never fill your tubing while your infusion set is connected to your body. Always ensure that the infusion set is disconnected from your body before filling the tubing. Failure to disconnect your infusion set from your body before filling the tubing can result in over delivery of insulin. This can cause serious injury or death from very low blood glucose." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was still connected to the pump while performing the fill tubing process. Reportedly, the customer received 45 units of insulin. The customer's blood glucose (bg) was 112 mg/dl. Due to the reported issue, the customer went to the emergency room (ER). The customer's bg was 70 mg/dl and was treated with a glucose drip. The customer was in the ER for 6 hours and left with a bg of 275 mg/dl. Although the customer was tired, the customer's condition was stable while leaving the ER.